Event description:
It was reported, the patient is unable to establish communication between his scs ipg and external device and is no longer receiving stimulation. It was also, reported it is possible the ipg had not been charged for 2 months following an unrelated procedure. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.